Manufacturer narrative:
Per reporting surgeon the devices have been discarded and are unavailable for examination.

Event description:
Right-side MRI indicated rupture; capsular contracture unknown baker grade.